Event description:
The clinician stated a pt was being monitored with a propaq cs monitor. The biomedical engineer stated that the propaq had been monitoring the pt and alarmed appropriately prior to pt defibrillation. The nurses were alerted to the heart rate alarm. Medical treatment was rendered and the pt was defibrillated. According to the biomedical engineer at the hospital, after defibrillation the propaq cs monitor displayed an error message and shut down. Post defibrillation, the clinician stated vital signs data from the propaq was lost. The clinician indicated that the pt has not been confirmed/admitted to the acuity central monitoring system; therefore, the pt's vital signs data was lost when the device shut down. The pt expired, however, the propaq cs monitor and the acuity central monitoring system did not cause or contribute to the pt's outcome.